Event description:
It was reported that a 512sd was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the primary trocar seal split. This port was used only for the camera and no sharp instruments were being inserted. There was no consequence to the pt.